Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and fever. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Also that same day, the patient started treatment with daily intraperitoneal vancomycin (dose and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date in the same month, the vancomycin was discontinued and the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.